Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted diagnostic laparoscopy surgical procedure, the tips of the monopolar curved scissors (mcs) instrument were dark black and look charred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument was not used on the patient. The instrument arm was opened to the field and the surgical technician noted that the tips of the scissors were dark black and looked to be charred. The instrument was removed from the field and will be returned to isi. No patient-related information was available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and was found to have the blades discolored. After visual inspection, there was no damage found. Additionally, the instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.